Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 88527 was returned and analyzed. Visual inspection showed the push button guide wire luer was broken. Smart chip verification indicated the catheter was not used. In conclusion, the reported broken luer was confirmed through testing. The balloon catheter failed the return product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the luer broke off the balloon catheter during preparation for the case. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.